Event description:
The hospital reported that during a diagnostic colonscopy, the pt sustained a ruptured vessel. The physician tried to contain the bleeding with the use of clips, but it was not successful. The hosp reported that the endoscope was also used to suction the blood, but the suction button became stuck in a depressed mode and could not be released. The physician withdrew the colonoscope and used a different, but similar device. The physician had experienced the same phenomenon with the second colonscope. The hosp reported that they did not suspect the colonoscope caused the pt's outcome, because the colon0scope did not malfunction prior to using the suction button. The hosp inspected the colonoscope after the procedure, and discovered a quick clip that was stuck in the suction valve. The hosp reported that the pt was taken to a general surgeon to stop the bleeding. The pt was reportedly doing fine.

Manufacturer narrative:
The device in question was returned to an olympus service branch for repair. Based on the information provided by the olympus service branch, no clip was found stuck in the suction button, the suction cylinder, suction channel or the instrument channel. The clip fixing device was not returned to olympus for an investigation. Therefore, olympus cannot conclusively determine the cause of the user's experience. This report is being filed in an excess of caution.